Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged three days post implant. There was an attempt to reposition but due to anatomical variations the lead was removed and the port was plugged. Following an echo that confirmed trans-arterial implantation of the right ventricular (rv) lead the decision was made to revise the previously implanted right ventricular lead and pacemaker system and ultimately a leadless implantable pulse generator (ipg) was used. No patient complications have been reported as a result of this event.